Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was the patient closed the mobile app. The reported issue of a connection issue is reportable based on the finding of a loss of connection for over three hours. No injury or medical intervention was reported.